Event description:
It was reported that pump experienced malfunction with code displayed, after pump would not shut down. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, and planned to reverted to an alternate method of insulin therapy.